Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 02mar2020. An investigation was conducted on 18mar2020. A visual inspection was conducted. There were signs of clinical use and evidence of blood observed on the returned devices. The loading device, delivery device and seal and tension spring assembly were returned as well as the aortic cutter (as a companion device). The safety lock on the aortic cutter was observed to have been deployed, dis-engaged with the actuation button depressed. No visual defects were observed on the aortic cutter. The white plunger on the delivery device was not depressed and the blue slide lock engaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.211 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly remained inside the loading device with the seal left rolled, indicating a loading problem. The seal was removed from the loading device and evaluated for cracks/delamination. A crack was observed on the outer ring of the seal during the visual evaluation. Based on the returned condition of the devices, the reported failure mode "fitting problem" was confirmed as well as the analyzed failure mode "crack".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't load properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't load properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.